Event description:
It was reported that the pt experience return of symptoms and intermittent symptoms of withdrawal (unspecified). An intrathecal pump study tap in 2008, showed no obvious flow. It was determined that the pt's pump was non-functional. The pt's pump was replaced. The pt's pump contained morphine. No pt outcome was reported.

Manufacturer narrative:
The serial number is included in the range for the medtronic synchromed el implantable infusion pump recall (dated 2007). Gear shaft wear has not been confirmed in this device.